Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was being worn while in the shower. Customer's blood glucose was 165 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery after removing the pump from the shower.